Event description:
It was reported that a guidewire issue occurred. The comet pressure wire was selected for use with an opticross imaging catheter. During the procedure, the pressure wire was shaved off. The procedure was completed successfully. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: the guidewire was returned for analysis. Visual inspection of the device revealed that the distal tip was bent/kinked and detached from the guidewire. Microscopic inspection revealed no issues with the guidewire coating. Measurement of the guidewire revealed the detachment occurred 5 cm from the tip. No other issues were identified during the product analysis.

Event description:
It was reported that a guidewire issue occurred. The comet pressure wire was selected for use with an opticross imaging catheter. During the procedure, the pressure wire was shaved off. The procedure was completed successfully. There were no patient complications.